Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and was itchy all over. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 586 mg/dl at the time of hospitalization. Caller stated that the customer's infusion set did not locked properly at quick release and the cannula was bent. Nothing further was reported.